Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2019 with the following findings: during investigation, there were call service 052 alarms in the pump history on the date of the reported power issue to the pump. There was no damage found to the battery cap. The battery cap attached securely to pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The pump opened, and no damage or moisture found to power circuit. The battery cap contacts were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged the battery cap yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.